Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of voluntary event report mw5044642 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number of dermabond used. Initial procedure date. Patient demographics: ID/initials; gender; age or date of birth; body weight and height at the time of this surgical procedure. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies). Doctors name and contact information. Update to patient current condition.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy and inguinal hernia repair procedure on (B)(6)2017 and topical skin adhesive was used. Post operatively the patient had an allergic reaction to the topical skin adhesive. The patient had four incisions closed with topical skin adhesive and after sometime, noticed small bubbles of whitish/yellowish fluid forming around all incisions, as well as redness and itching. The patient went to the surgeon and allergic reaction to the topical skin adhesive was suspected. The patient was started on cephalexin and instructed to remove the topical skin adhesive. Redness continued to increase and spread over the next couple of days, as well as itchiness, pain and oozing from all incisions. The patient later went to ER per instructions of the surgeon¿s on call doctor. Blood test there was normal. ER diagnosis was cellulitis and the patient was given bactrim, as there was simultaneously, a red streak (observed immediately after surgery), that was getting redder, and looked to connect from one incision, and went up the torso. The surgeon followed up later, with blood test results which were normal as well as the culture from all incisions. Dermatologist diagnosed three incisions as an allergic reaction to topical skin adhesive. The patient was prescribed corticosteroid cream and debridement spray which helped. The redness spread to about one inch above the incisions. The red streak also formed several bumps along with that were painful, crusty and oozy. Additional information has been requested.